Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. No pump error hardware low level failure alarm or unexpected low battery life or low battery alert noted during testing. However, pump error hardware low level failure alarm confirmed in the pump history (variable info = 3) due to broken trace at pin6, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the hardware low level failure alarm was performed. Customer advised they were able to rewind the insulin pump and the insulin pump passed the self-test. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.